Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced episodes of hyperglycemia, with a reported high blood glucose of 236 mg/dl, and device reports also reflected hypoglycemia; the user reported no insulin occlusion alert, had recently changed the infusion set, and uses a dexcom g7 with 23g 6 mm cannula sets. Symptoms included high and low blood glucose. Outcomes included return of blood glucose to normal range after the event, and additional training and troubleshooting were completed. Investigation included customer support review of device use, report analysis, and user education. Investigation of this case revealed no confirmed device alarm or occlusion and no device malfunction identified based on available information, with contributing factors possibly related to user technique or therapy management. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.